Manufacturer narrative:
Electrode belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The distributor evaluation indicated that there was a broken pin inside ECG electrode a. The broken pin cannot be ruled out as a contributing factor to the reported issue during baselining. The root cause of the damaged pin cannot be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's baseline ECG recording was unable to be obtained.